Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 39 mg/dl. Customer stated that the low setting was set to 80 mg/dl and sensor glucose level was 37 mg/dl; still insulin pump did not suspend or alerted. Customer performed audio test and was passed. Customer also performed self test. Customer stated that they were unsure that the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.